Event description:
It was reported that the pump kept alarming with a high-pressure alarm. Extra cassettes and medication were used while trying to troubleshoot the alarm, despite switching to a backup pump. The patient stated that she had started to feel lightheaded and pale. She went to the emergency room on tuesday evening and was admitted. While in the hospital, her IV catheter was replaced, and she was currently using one of their pumps. The patient dropped one of the pumps on the floor and reported having a key slot issue with her other pump. She also reported experiencing diarrhea and flushing. It was unknown if the product had caused or contributed to the patient's clinical injury. The patient had gone to the emergency room and was hospitalized, but it was unknown if it was due to the product issue. There was a patient involvement and a patient harm/adverse event reported. Medwatch (mw5165644) and (mw5165645) were documented for this issue.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device was not returned for analysis. No event history log provided. Product not returned. No evidence provided for review. No previous repair was noted for the last 12 months. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.